Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "the surgeon was performing a gmrs. Two cable packages were selected to secure the prosthesis. Both vitallium 2.0 non-beaded cable, 750mm long (cat no. 6704-8-240). One box was opened and had the correct implant in it. The second box was labeled vitallium 2.0 non-beaded cable 750mm long with cat no. 6704-8-240, lot no. 29562702 and expiration 03/2014. Inside this second box, however, was a vitallium 2.0mm cable sleeve with cat no. 6704-4-020, lot no. 29392401 and expiration 02/2014. The internal stickers, implant and packaging matched each other but the outer box did not match what was found inside.